Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 24x1in tw india had live ants inside the unit packs before use. This occurred on 100 occasions. The following information was provided by the initial reporter: live ants were found inside unit packs when box was opened.

Event description:
It was reported that syringe 3ml ll 24x1in tw india had live ants inside the unit packs before use. This occurred on 100 occasions. The following information was provided by the initial reporter: live ants were found inside unit packs when box was opened.

Manufacturer narrative:
H.6. Investigation: three videos were received by our quality team for evaluation. From the videos it was observed that there was material without the case/shelf carton packed and that there were live ants inside the unit packs; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the affected batch passed the sterilization and was processed through the shrink wrap oven before being shipped out in (B)(6) 2019, the ¿live ants¿ could have occurred out of the manufacturing. The team had also reviewed the pest controls records and no abnormalities were detected at the 3ml manufacturing line.